Manufacturer narrative:
Follow-up #1: date of submission: 12/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: during investigation, the pump powered on to an unrelated blank display issue. The original complaint could not be fully investigated due to this. The pump cover was opened and no internal issue was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted an unspecified call service alarm. Reportedly, the pump had a blank display following the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.